Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose. Customer's blood glucose was of 2.8 mmol/l when he woke up. Customer reported that his blood glucose level was went normal and low anymore. Customer did not allege insulin pump for over delivery. It was unknown if the customer was using auto mode or not. Insulin pump will not be returned for analysis.